Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a post market clinical study, pt with breast cancer underwent a kyphoplasty procedure on level t12. One day postoperatively, an x-ray revealed cement extravasation superior to level t12. There were no pt complications. No add'l info was reported.